Manufacturer narrative:
The device was not returned to medtronic. (B)(4).

Event description:
Medtronic received information that a (B)(6) male patient with symptomatic aortic valve stenosis and trans-aortic valve pressure gradient of 60 mmhg was successfully implanted with medtronic transcatheter bioprosthetic valve. Postoperative testing revealed mild paravalvular regurgitation with a transaortic valve pressure gradient reduced to less than 10 mmhg. Five days postoperative, the patient was noted with paroxysmal atrial flutter with a ventricular pause for seven seconds. The next day a permanent pacemaker was implanted. The patient recovered well and was discharged two weeks following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could znot be identified.

Event description:
Requests for additional information provided no further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.